Manufacturer narrative:
A clinical investigation was performed. During a follow-up call, the pd nurse (rn) stated that the patient was admitted to the hospital for radical prostatectomy when the cardiac arrest occurred. The patient will continue therapy with in-center hemodialysis. Per the fmc associate medical director, the patient developed pulmonary edema; a myocardial infarction and cardiac arrest 2 days post a radical prostatectomy with significant blood loss. Although the patient did complain of increased abdominal girth on post-operative day 2, the current information is most consistent with a post-operative complication. The patient's cardiac arrest was unlikely related to the liberty cycler. The actual device was returned to the manufacturer for evaluation an a product investigation was performed. A visual inspection was performed and the device was in good condition. A simulated treatment was completed without any alarms or noted problems. The device was determined to be functioning according to product specifications. Further evaluation found no device malfunctions that would have used the reported cardiac arrest. This is a retrospective MDR being submitted by fresenius medical care asa remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
The peritoneal dialysis (pd) patient's caregiver requested a replacement liberty cycler due to multiple m01-22 system error alarms on (B)(6) 2011. The caregiver stated that the patient had previously experienced a cardiac arrest while connected to the cycler and had discontinued use of the deice. The caregiver stated that the patient had felt full during his pd treatment and bypassed the machine.